Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a - lens was not implanted. Section d6b: explant date: n/a - lens was not implanted. Section e1: telephone number: (B)(6). Device evaluation: a photograph provided by the customer was evaluated. The photograph displayed the suspect cartridge; the cartridge tip and cartridge can be observed to be damaged. Due to no product received, no further evaluation could be performed and no further issues could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that three additional complaints were received for this po. No escalation required. Conclusion: the complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded, monofocal, intraocular lens (iol) cartridge tip was damaged during insertion. Through follow up we learned the device was in contact with the right eye (od) but did not get inside the cornea. There was no patient injury reported. No medical or surgical interventions were required. The procedure was completed using a back up iol. No further information was provided.